Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery, the device needed calibration and cut skin too thin. Patient impact is unknown. Due diligence is complete as no additional information is available